Manufacturer narrative:
Approximate age of device - 2 years, 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that patient expired on (B)(6) 2019. Cause of death was unknown and autopsy was not performed and reported that the pump will not be returned. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the retrieved log file confirmed nearly constant low flow hazard alarms beginning on 26mar2019 at 15:30:22; however, a specific cause for this period of low flow could not be conclusively determined through this evaluation. A direct correlation between the log file findings, reported events, and heartmate ii left ventricular assist system (lvas) could not be conclusively established through this evaluation. The log file retrieved from the system controller contains data from 19mar2019 at 09:07:34 through 26mar2019 at 17:44:30. From the beginning of the file through 26mar2019 at 07:17:26, power ranged from 4.8-6.3 w, estimated flow ranged from 3.8-6.6 lpm, and average pi was between 2.8 and 7.0. No atypical alarms were captured during this time. On 26mar2019 at 15:30:22, estimated flow dropped to 2.4 lpm, where it remained through 16:55:36. Nearly constant low flow hazard alarms were captured during this time. The final 5 events of the file (from 17:44:08 through 17:44:30) captured each power cable being disconnected, followed by the disconnection of the driveline and associated pump stoppage. This appeared consistent with the reported event of system controller being removed from use and returned for evaluation. The pump speed remained above the low speed limit for the duration of the file while the driveline was connected. Excluding the low flow hazard alarms, no atypical alarms were captured while the driveline was connected. The heartmate ii left ventricular assist system instruction for use provides information regarding pump speed, power, flow, and pi. And explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This IFU explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, result in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated. This document contains information about the system's advisory and hazard alarms (including low flow hazard alarms). No further information was provided. The manufacturer is closing the file on this event.

Event description:
The account reported the patient was found sitting in bed, drooling and attempting to communicate then slumped over and lost consciousness. Emergency services was called. The patient was intubated, CPR was initated and transported to the local emergency department. The patient was then pronounced dead. Upon arrival, low flow alarms were noted. It is unknown is the device operated as expected or if the device contributed to the patient's death. No further information was reported.